Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code [2214] which reflects the transformer has [p155] insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The system air leak test passed. Valve actuation test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) registered nurse contacted fresenius technical support to report that the liberty select cycler screen was blank during an unknown phase of dialysis. The patient pressed ok, stop and touched the screen, but the screen remained blank. The ok and stop keys made any sound when pressed. The patient rebooted the cycler and the keys lit up, but the screen remained blank. The fresenius technical support representative advised the patient that the cycler would be replaced. There was patient involvement; however, there was no harm or adverse event reported. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.